Manufacturer narrative:
Correction for h6. Adverse event problem to remove type of investigation code b01.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user struck a table while the ilet was on a belt clip, resulting in a cracked screen with the top-left corner unresponsive, while the remainder of the display functioned, and blood glucose control and dexcom g7 integration were unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact to blood glucose management and no medical intervention or hospitalization. Investigation included collection of complaint details and initiation of device replacement logistics. Investigation of this device revealed damage consistent with accidental physical impact to the device¿s display assembly, with partial touch/display impairment and continued device operation otherwise. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated mechanical damage from external impact.